Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer reported that insulin pump was exposed to moisture. The customer was using an old insulin pump that she got the button error on. The customer was assisted with troubleshooting for fluid exposure. The customer reported that the buttons stopped working the next day and the screen went blank. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. However, found slightly corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with moisture damage on electronics assembly noted.